Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the power module (serial number: (B)(6) displaying a critical fault alarm could not be confirmed through this evaluation. Multiple attempts were made to obtain information regarding the potential return of product. To date, no response has been received, and no products have returned for analysis. Available information indicated that the patient was switched to battery power, and the power module was taken out of service. The root cause of the reported event cannot be conclusively determined. Review of the device history record for the power module, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications the heartmate power module instructions for use (IFU) (rev. B) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The heartmate 3 patient handbook (rev c - section 7 ¿alarms and troubleshooting¿) covers all alarms (including critical fault on the power module) and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module displayed a critical fault alarm in the clinic while connected to the patient. There was no disruption in support to the patient. The team attempted to switch out the power modular backup battery as per the instructions for use (IFU), but after the swap, the power module still displayed the critical fault alarm. The team switched the patient to battery power and took the power module out of service.